Event description:
It was reported that the lead was experiencing noise, occasional inhibition of pacing, and had a potential lead fracture. It was later revealed through follow up that the patient had a lead revision due to possible insulation break, inappropriate sensing and noise. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.